Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a 90 minute infusion of rituximab, a set was removed from the pump module to tap out the air bubbles because the pump module was alarming ail frequently, and during this process the tubing disconnected and leaked on the on the nurse as well as the surrounding area, but not on the patient. There was approximately 20 ml remaining in the bag. There is no report of patient harm.